Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree ((B)(4)). This case involves a (B)(6) female pt who was injected with poly-l-lactic acid (sculptra) on (B)(6) 2009, (B)(6) 2009 and (B)(6) 2010. On all three occasions the dilution volume used was sterile water 6 ml + lidocaine 1 ml, with 7 ml as the total amount injected. Regions injected (left and right) included the cheeks, malar area and cheekbones. Batch numbers were not reported. No additional treatment details were mentioned. The pt experienced a multiple filiform granulomatous event. The physician described the adverse event as 20-25 non-visible nodules located at all the treated areas (from nasolabial folds to preauricular area and from zygomatic area to mandibular angle) of both hemi-faces. Nodular lesions (filiform sized 10-12 mm and point-shaped sized 2-4 mm) appear to follow the routes of the needle at the time of treatment. They are palpable but not visible. They are painless and with no inflammatory signs. Detailed indication was improvement of mild sagging lower 2/3 face. No biopsy was taken. Corrective treatment: on (B)(6) 2010, the pt was infiltrated with saline solution at one of the lesions and massage was performed, without any change. According to the physician it is unk if the adverse event led to permanent impairment of a body function or permanent damage to a body structure. It is unk if adverse event lasted more than 30 days. Relevant medical history: other aesthetic treatments (nos). No previous similar events either after poly-l-lactic acid or with other products. No acute/chronic cutaneous diseases. Unk if the pt experienced any autoimmune disorder, granulomatous disease, or recent hormonal changes or tendency towards pathologic scarring. Relevant concomitant medication: tibolone. Action taken: not applicable. Outcome - not recovered/not resolved. (B)(4). Physician/reporter causality: not provided.